Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 18th december 2014. The device was returned with the reported fault of ¿no memory or events¿. Information from the history log showed the device had recorded approximately 153 minutes of event data by this time and would have resulted in the device issuing ¿memory full¿ warnings from the 1st may 2017. No event data was available prior to the 9th july 2019, which would indicate the user-accessible memory had been erased. The integrity of the memory and event recording functionality was verified during the investigation. The customer (B)(6) was contacted to confirm the date they attempted to access the memory, but no confirmation has been received to date. The device performed to specification throughout testing at heartsine. The interior usb cable and usb circuitry were scrutinized with no abnormalities observed. The device was temperature cycled between 0-50°c for 48 hours. Additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
AED has no memory or events. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED has no memory or events. There was no patient involved in this event.